Event description:
The MFR's inspection found that a pull wire on the pulmonary jaw forceps was broken. It was initially reported that during preparation of a bronchosocpy procedure for diagnosis, the forceps would not open correctly.